Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on and the date/time could not be changed. The root cause of the reported fault was determined to be corrosion of the on/off button dome due to adverse storage. The corrosion on the membrane tail, underside of the on/off button dome and its contact pads would indicate that the device was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that they were unable to change the date and time on their device. Upon investigation, it was discovered that the device could not be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.